Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced no stimulation. The stimulation and lead were explanted and replaced, as the lead was twisted and crimped and the battery was depleted in a matter of months. The pt outcome was successfully re-implanted with new lead and stimulator.